Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that unidentified alarms occurred and customer's blood glucose (bg) was elevated (value not provided). No additional information regarding the alarms was provided. Pump data was reviewed by tandem technical support and found insulin delivery had been intermittently manually suspended. Although multiple attempts were made by tandem technical support to contact the customer for additional information, no reply was received.